Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working. Customer was hospitalized due to high blood glucose on unknown date. Blood glucose level at the time of the incident was 300 mg/dl treated with manual injection. Customer had repetitive diabetic ketoacidosis when they tried to connect with insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black high blood glucose and is now at the .hospital. Smartguard. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. Device communicated properly with the guardian link 3 and the test plug. Device was able to enter into smartguard. No smartguard anomaly, change sensor/bad sensor alert, communication anomaly or calibration anomaly noted. History download was successful using thus and carelink upload was successful. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, low battery alert, unexpected power loss alarm, unexpected replace battery alert, or replace battery now alarm noted in the pump trace download. Device powered up properly after the test battery was installed. Device was programmed and monitored for 5 days. No blank display noted. The power connector was plugged in properly. No damage noted on the electronic assembly, motor or force sensor during visual inspection. Blank display not confirmed. Device passed the functional testing. No delivery anomaly noted. Smartguard anomaly not confirmed. Change sensor/bad sensor alert not confirmed. Device was able to enter into smartguard during testing with no unexpected alarms noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.